Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2013, the patient experienced peritonitis and a seizure, manifested by dizziness, being non-functional, an inability to move, and falling often, and was hospitalized on the same day. The cause of the peritonitis was not reported. The treatment for the peritonitis included vancomycin, 2 grams every 5 days for 4 weeks, administered intra-peritoneally. On (B)(6) 2013, the patient was discharged from the hospital. The patient was recovering from this peritonitis event. Per the nurse, the events were unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.